Event description:
On (B)(6) 2013, patient reported the insertion device released the infusion set unintentionally. She had pressed the release button several times when the device was pressed against her skin, and the infusion set was not released. The lock was not activated, and she was using it correctly. She removed the insertion device, and the infusion set was released and the needle pricked her finger. The insertion device and infusion set were replaced and requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The case cannot be verified. The linkassist ((B)(4)) meets the specifications. The investigation unit performed the following tests: the insertion device was tested ten times using a dummy adapter and a flexlink headset. No deviations were found.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.